Event description:
It was reported that the patient passed away two days after a revision surgery. It was noted that the physician¿s nurse did not have any details regarding the same. It was indicated that after the surgery, the patient went home and all night he could not settle down and go to sleep. The implanting physician was called and told to go to the hospital and gave medication instructions. It was noted that the patient¿s entire upper body was dark brown. It was indicated that the patient had heart trouble, threw a clot or was overdosed on medication; they were just awaiting the reports. The patient¿s mother was asking about dilaudid and was directed to contact the physician regarding the same. The corner estimated that the patient passed in the early morning hours. It was noted that the revision surgery was going as expected, the device was checked in the operating room for impedances, but was not turned on after the surgery, as that was to be done at the post-op appointment. Additional information received reported that the physician did not have any information with respect to the cause of death or if it was related to the revision procedure/device.

Manufacturer narrative:
Product ID: 39565-65, lot# va09cwp030, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative had not heard or seen any information as to why the patient expired.

Event description:
It was later reported that the final autopsy diagnoses were as follows: 1) the clinical history was a (B)(6) year-old white male with history of recent back surgery and known history of prescription medicine abuse found dead in bed two days following surgery. 2) s significant autopsy findings were: a) coronary artery atherosclerosis, moderate with >65% focal stenosis of left main and circumflex coronary arteries; possible acute ischemic change, left ventricular wall. B) pulmonary congestion (810 grams and 680 grams, right and left lungs respectively). 3) toxicology: laundanosine ¿ positive, alprazolam (47 ng/ml), hydrocodone-free (21ng/ml), hydromorphone-free (12 ng/ml). The cause of death was probable acute myocardial ischemia with possible contributing factor-combination drug effect. The manner of death was natural. The patient had pain all week from his back surgery. The patient went to the emergency room (B)(6) 2014 and was sent home with prescription medication of 2mg of dilaudid and 4mg of zofran. At this point the decedent was feeling better and went to bed around 2:00am. The decedent moved from one side to the other side of the bed around 3:50am. The decedent was found by the girlfriend around 9:30 am and unresponsive. The coroner found purge around the decedent¿s nose area. The decedent appeared to have passed around 4am on (B)(6) 2013. It was stated that the decedent was a known drug user who took more pills if needed for pain and sometimes sold his prescription. An autopsy performed. The back had a 7.0 cm and 3.0 cm linear recent excision site covered with multiple bandages. The largest 7.0 cm wound was mid-center of the back while the 3.0cm wound was at the lumbar region. There were small well incisions and abrasions present along both arms and calves. Petechia and ecchymosis was present along the entire chest and abdomen with greater attenuation along the upper chest. The periventricular white matter had a granular appearance with some apparent degeneration present bilaterally(9.0 x 6.0 x 3.0 cm area in the right frontoparietal lobe with a similar appearing foci (4.0 x 3.0 x 2.0 cm) in the left frontoparietal lobe. The pulmonary parenchyma was dark red-purple, exuding slight to moderate amounts of blood and frothy fluid; no focal lesions noted. Sections of lungs demonstrated diffuse parenchymal congestion. There was extensive anthracotic pigment deposition. There was early apparent postmortem autolysis. Section of liver demonstrated mild congestion with steatosis, predominantly macrovesicular type. There was no evidence of neoplasm. Sections of spleen demonstrated diffuse splenic congestion with postmortem autolysis. There was diffuse postmortem autolysis with the pancreas. Section of the adrenal glands showed postmortem autolysis. Sections of kidneys showed diffuse postmortem autolysis. Sections of coronary arteries demonstrated mild coronary artery atherosclerotic disease with >50% occlusion of many of the vessels. Sections of left ventricle demonstrate areas of possible eosinophilic change, suggestive of early myocardial ischemia. Sections of brain demonstrate multiple sections of cortex, mid brain, and cerebellum. There are large areas of apparent postmortem autolysis of the central white matter. Significant findings at the time of autopsy were moderate coronary artery atherosclerotic disease with greater than 65% focal stenosis of the left main and circumflex coronary arteries. Examination of the ventricles revealed an area of possible acute ischemic type change within the left ventricular wall. Probably related to the myocardial event was the presence of diffuse and bilateral pulmonary congestion (810 grams and 680 grams, right and left lungs respectively). The brain showed an unusual degree of apparent post-mortem autolysis. This may be a result of exposure to a higher ambient temperature or a longer time interval between the actual time of death and autopsy. No ischemic type changes were noted in the remainder of the brain samples. The autopsy included: a clinical history, external examination, internal examination a microscopic description and interpretation and case summary. The external examination was of the head and neck, thorax and abdomen, upper extremities, and lower extremities. The internal examination included the central nervous system, neck, cardiovascular system, respiratory system, liver and biliary system, alimentary tract, genitourinary tract, integumentary system, reticuloendothelial system, endocrine system, and musculoskeletal system. The microscopic description included the hepatobiliary system, hematopoietic system, pancreas, endocrine system, genitourinary system, cardiovascular system and central nervous system. It was also noted that the healthcare professional (hcp) no longer had the chart on the patient since he passed away ¿a year ago.¿ the hcp had no information on if any lead wire or device was disposed or saved.

Manufacturer narrative:
Additional review determined c28554 no longer applies. If information is provided in the future, a supplemental report will be issued.